Manufacturer narrative:
According to the information received from our field service engineer (fse) smoke was coming from exhaust port with obstructed flow ventilation cycles at the same time. There was no patient harm. The reported issue has been confirmed during evaluation of received problem description. No ventilator logs were provided. Our fse (field service engineer) was on site to investigate the issue further and found out that monitor was faulty as no power was going to monitor. Customer was quoted with option of replacing boards in monitor, or replacing monitor unit but customer did not reply to the quote. The ventilator was returned to customer unrepaired. Information about the current status of the ventilator has not been provided.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that smoke was coming from exhaust port with obstructed flow ventilation cycles at the same time. There was no patient harm. Manufacturer's ref #:(B)(4).